Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. The insulin pump passed idle current test and run current test. Unable to verify insulin pump alarms, reset anomaly and motion sensor test failed alarm due to motor error alarm. No moisture damage on electronics noted. The insulin pump received with cracked display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump reset itself and noticed that insulin leaked into reservoir compartment. Customer received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history did not contain a motor position encoder error alarm or more than one motor error alarm. Insulin pump also received an external ram crc error alarm, a motion sensor test failure, a (B)(4) software anomaly alarm and an unexpected restart error alarm. Customer was advised that insulin pump would need to be replaced.